Manufacturer narrative:
The insulin pump received with a33 alarm during occlusion test due to faulty force sensor. Unit had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was 400 mg/dl. The customer also believed their insulin pump was malfunctioning as their blood glucose would not decline after insulin delivery. Customer declined troubleshooting for the high blood glucose. The customer also stated they did not receive any alarms. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.